Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.1 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician felt the left ventricular lead shape prohibited advancement into the vein with ease. The lead was replaced. The patient was in stable condition.